Manufacturer narrative:
A direct correlation between the reported event and heartmate ii lvas, serial number (B)(4) could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the customer would not provide the patient's cause of death or if the death was considered device related due to privacy laws. The pump was operating as expected. The patient's expiration date was corrected to (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 6 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist system (lvad) on (B)(6) 2012. It was reported through patient outcome that the patient was expired on (B)(6) 2019. The cause of death was not provided. The device will not be returned for evaluation. No further information was provided.